Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that during an implant procedure, this right ventricular (rv) lead exhibited high pacing impedances of 1800 ohms. No values were observed to be out of range. During an attempt to reposition the rv lead, the helix would not rotate properly. The rv lead was removed and replaced prior to pocket closure. No adverse patient effects were reported.

Manufacturer narrative:
This product has been returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that during an implant procedure, this right ventricular (rv) lead exhibited high pacing impedances of 1800 ohms. No values were observed to be out of range. During an attempt to reposition the rv lead, the helix would not rotate properly. The rv lead was removed and replaced prior to pocket closure. No adverse patient effects were reported.